Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: axial dislocation with incomplete spinal nerve injury, posterior arch nonunion, lumbar 5/ sacral 1 disc herniation procedure: open reduction of axial dislocation via posterior approach, decompression of spinal canal and cantilever beam internal fixation it was reported that intra-op, a single cable with integral crimp broke during the procedure. The product came in contact with the patient. There are no known complications to the patient in the reported event.

Manufacturer narrative:
Product analysis: the cable was returned with a fracture at the weld junction. A microscopic review of the fracture face reveals a ductile failure with a concaved surface consistent with necking near the failure point. This is consistent with a tensile overload on the axis of the cable. If information is provided in the future, a supplemental report will be issued.